Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7086266/7086261. UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) will sporadically heat up inside his body when therapy is on and blister the skin around the ipg and lead site.